Event description:
It was reported that the customer was unable to remove the battery cap on their insulin pump. Customer stated that every time her blood glucose level went below 40 units, it will say resume and rewind. Customer was advised to discontinue use of the pump if the battery is low. Customer was advised to monitor the pump closely if they continue use of the pump. Insulin pump will need to be replaced. Customer also had a button error alarm on (B)(6) 2015. Customer stated that she is losing 55 units of insulin. Customer was told to monitor the device. Customer had not used the pump in days and stated that it is in suspend mode. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button error alarm noted. The insulin pump had no button response due to flattened dome switch on esc button. The insulin pump was unable to test for unexpected resume message, unexpected rewind, prime alarm, bolus anomaly or basal anomaly due to no button response. The insulin pump had a stripped battery cap at coin slot, cracked battery tube threads, cracked display window, cracked case at display window corner and cracked reservoir tube lip.